Event description:
Related manufacturer information: 3002953813-2018-00052. During patient preparation for a lumbar ablation procedure, the generator was powered on but the generator emitted smoke. The generator was replaced but it didn't function as intended, so the procedure was cancelled. There were no user or patient consequences as a result of the smoke or cancellation.

Manufacturer narrative:
One neurotherm rf generator was received for repair. No visual anomalies were detected in this visual inspection. The device was powered on, but it failed to initialize and the screen remained black on boot up which confirmed the field reported event. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning microprocessor located on the upper assembly. Replacing the upper assembly resolved the issue. The generator was powered on; it initialized successfully and displayed the software application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.